Manufacturer narrative:
(B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, patient reported infusion set tubing detachment. Infusion set was placed in abdomen. Infusion set was in use since last one day. There was no stress or pull on the tubing. No further information was available.